Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, and using inappropriate tools have been ruled out as potential causes. However, it is believed the site was not irrigated with antibiotic solution before closure, multiple tunneling attempts were made, and the patient may have touched the wound, which are contributing factors to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the site not being irrigated with antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their pocket incision opened slightly and was infected. The patient went to urgent care and was prescribed antibiotics. Additional antibiotics were prescribed, the implanting clinician opened the pocket site and irrigated it with antibiotic solution. The patient was prescribed additional oral antibiotics and will follow up with the clinician.